Manufacturer narrative:
Mindray service reps replaced the display and resolved the issue.

Event description:
Customer reported an issue with the as3000 user interface display. No pt injury was reported.